Event description:
During the replacement procedure of the a5dr01 (pzl631621s), the atrial lead (another company's product, 432-04) broke when it was removed from the device, leaving the lead pin and part of the coil remaining in the device port. The lead had been implanted in (B)(6) 1999, and the physician determined that aging and deterioration were contributing factors. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).